Manufacturer narrative:
Not applicable.

Event description:
A distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red. The patient has been working with an allergists find a solution. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.